Manufacturer narrative:
The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon its arrival.

Event description:
Edwards received information that this mitral bioprosthetic heart valve was explanted at implant due to a large central jet and a high gradient. As reported, the site stated the central jet was abnormally large and one cusp was smaller compared to other cusps. Per the surgeon, there was severe rv dysfunction and high prosthetic valve gradient (mean = 9 mmhg, peak 12 mmhg) with the patient being on high supports. The patient was placed back on bypass, the valve was removed, and another pericardial mitral valve was implanted. The rv function improved and the gradients became acceptable. The patient is listed as hospitalized, in stable condition.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, indentations were observed on the free margins of all three (3) leaflets at two (2) respective commissures; these indentations are characteristic of suture track, which indicated suture was looped around both commissures. Suture track was visible on a leaflet near two (2) commissures. The x-ray demonstrated an intact wireform. No other visible inconsistencies were observed on the valve. Incidental findings: the sewing ring cloth had been cut near two (2) leaflets at the inflow aspect. Method: light source performance evaluation (x-ray). Conclusion: operational context caused event. Additional manufacturer narrative: the clinical report of regurgitation could not be confirmed through visual observations of the returned device. However, indications of suture looping was observed. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation if undetected while still on bypass. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.